Manufacturer narrative:
Examination of the submitted device confirmed damage to the locking tabs. Device history record review confirmed the manufacturing lot was manufactured per specification and all raw materials met specification. A worldwide complaint database search found no additional reports against the complaint sample product code/lot code combination. Although the root cause of the device damage cannot be conclusively determined, the damage is consistent with the device not being properly aligned prior to insertion into the tibial tray. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon states the poly would not lock into the tray.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.